Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was verified. Device was found to be displaying "1840" and changing into "1260" error code alarm messages. The microprocessor unit board was found to be contaminated of fluid ingression. Service will replace the microprocessor unit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1840 at boot up. The reporter also indicated that the pump fell in water. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.